Event description:
The customer contact reported unrestricted flow. It was reported that during an incoming inspection prior to release for clinical use, unrestricted flow was noted on channel 1 of the device. It was reported that when the door on channel 1 was opened with the cassette loaded, the flow regulator on the cassette was pulled into the open position and unrestricted flow was noted. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).